Event description:
Customer reports back to back testing on the same meter, while using the advantage system with results of 347 mg/dl and 56 mg/dl. No quality control info was provided. No adverse event reported. A request was made for return of suspect product and a replacement was sent.